Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery before and after an infusion set change. The customer's blood glucose reading was 447 to 565 mg/dl at the time of incident. The customer indicated that the cannula was kinked. Customer indicated that the alarms were resolved by a complete set change. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.